Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not respond to the stylus touch-pen when clicking on the display screen at times. It was also reported that the programmer would not update. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer would not respond to the stylus. The allegation that the programmer would not update was confirmed, however. It was also noted that the display hinge bullet covers were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.